Event description:
On may 2, 2024, it was reported that a malfunction of the lift caused a patient to fall. There was no report of injury at that time. It was later reported on (B)(6) 2024, that during the use of the viking lift, while the patient was being transferred from a chair to the bed, the patient suddenly fell fracturing four ribs. It was noted that prolonged hospitalization was a consequence of the incident. The timeframe associated with the prolonged hospitalization or medical intervention while the patient was hospitalized was not reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Viking l mobile lift is a general-purpose lift with the intended use in, health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions, viking m mobile lift gives flexibility for most lifting situations such as lifting to and from a wheelchair, bed, toilet, and floor. The viking l instruction for use states: before lifting, always make sure that: the lifting accessory is correctly and safely applied to the patient in order to prevent injuries; the sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are stretched up but before the patient is lifted from the underlying surface. The inspection of the device performed by a baxter service technician found the device to be functioning properly. The technician attributes the event to incorrect application/position of the harness / sling used during the lift noting the harness was incorrectly positioned on the sling bar and that one of the harness straps must have popped out during handling. The technician noted an ancillary inspection finding of a dead battery, the technician replaced the battery, and all functioning noted to be functioning upon its replacement. The device IFU provides instructions on charging the battery prior to initial use, checking battery status before use/during troubleshooting as well as instructs to connect the device to a/c power supply for charging the battery when not in use. In this event, the patient was noted to have sustained fractures to four ribs requiring a prolongation of her already occurring hospitalization. There was no report of symptoms acute or otherwise that accompanied the fractured ribs, or medical intervention that was required during the prolongation of the patient¿s hospitalization. A rib fracture occurs when one of the bones in your rib cage breaks or cracks. Although a fractured rib can be painful, most heal on their own and the associated pain can be alleviated by restricting activities and icing the area. In many cases, patients with three or more rib fractures are hospitalized given the association with increased morbidity and mortality. A patient with tachypnoea ie, rate >18 breaths per minute, mild hypoxia, or an incentive spirometry volume <1 l should be admitted. Based on the report of 4 rib fractures with limited information available; unknown extended hospitalization, as well as not knowing if the patient required intervention to preclude impairment of a body structure or body function as related to the fractured ribs, it can be reasonably concluded that a serious incident occurred that led to an unanticipated serious deterioration of health. The cause of the event is attributed to use error from incorrect application of the sling and not to a malfunction of the device itself. Prevention of this type of event is outlined in the device IFU. If any additional details are received, the complaint will be reassessed.